Manufacturer narrative:
Follow-up #1: date of submission 04/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were replace battery (128-fb80 and 128-fe80) alarms observed in black box. The daily insulin delivery totals correctly reflected the user's programmed basal rates. Insulin delivery was not resumed following the replace battery alarm on (B)(6) 2014 at 12:43am. During a rewind, the pump gave a replace battery alarm (128-fe80). Unrelated to the original complaint, the pump case was cracked. Also unrelated, the pump was opened and moisture damage was found inside the case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a power (battery life) issue. Customer support (cs) completed troubleshooting and it was determined that the pump emitted a replace battery code. The reporter stated that the alarm occurred three times on the last 30 days. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl with headache. The patient contacted their healthcare professional and the patient received treatment advice over the phone. The patient was treated with insulin via injection. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.